Event description:
The MFR received info alleging a ventilator's power supply was defective. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to power on was observed, the device's power supply will be replaced at address the issue. The malfunction of the power supply would result in the failure of the device to power on ac power or to charge its internal battery, this particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources. Device has been evaluated, but not repaired, pending customer approval of the estimate.